Event description:
Subject: (B)(6). Date of surgery: (B)(6) 2018. Intraoperative complications? : yes. Clinical adverse event received for intraoperative popliteal artery laceration. Device and procedure (relatedness). Device related: definitely not. Procedure related: definitely. Date of event: (B)(6) 2018. Date of implant: (B)(6) 2018. Date of revision: no information provided. Device location: left. Treatment/impact: hospitalization (initial or prolonged): yes, required intervention to prevent permanent impairment or damage: yes. Depuy synthes products used: catalog number: 3122040. Lot number: 8624012. Component type: cement. Description: no information provided. Catalog number: 151304000. Lot number: 8584826. Component type: tibial stem offset adaptor. Description: no information provided. Catalog number: 151316060. Lot number: hk9234. Component type: tibial stem. Description: no information provided. Catalog number: 150400105. Lot number: 8540736. Component type: femoral component. Description: no information provided. Catalog number: 150640004. Lot number: 8494484. Component type: tibial base component. Description: no information provided. Catalog number: 151620506. Lot number: hm0829. Component type: tibial insert component. Description: no information provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.